Event description:
The patient's spouse called to report this incident spouse stated that they used the suspect device to check patient on blood glucose and obtained results of 561 anf 551 mg/dl. They called the doctor and were advised to administer insulin due to the results. About an hour later patient was going in and out of consciousness. Paramedics were called and they tested patient's glucose at 41 mg/dl. Patient was then treated for hypoglycemia with d50 and oral glucose. Patient declined transportation to the hospital. Glucose controls were not used on the system. The suspect device was replaced with new product and then authorized for return to the manufacturerer for evaluation.